Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump center buttons was not responding. Troubleshooting was performed for keypad anomaly. Customer stated that scroll bar was not moving with no input. Customer stated that center button was unresponsive. Customer stated that insulin pump was neither dropped nor exposed to moisture. Troubleshooting was performed for keypad anomaly. Customer stated that block mode is inactive. Customer reported an alarm was not in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. Customer stated that buttons were responding. Customer stated that issues had been continually. The insulin pump will be returned for analysis.